Manufacturer narrative:
Per tandem¿s t:slim user guide: check that your luer-lock connection between the cartridge tubing and the infusion set tubing is tight and secure and to not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the luer lock between the cartridge and infusion set tubing became disconnected while the customer was sleeping. The customer's blood glucose (bg) level was 580 mg/dl. A correction via the pump was delivered to address the bg level. Due to overcorrecting, the bg level dropped to 45 mg/dl. The customer declined to provide further information regarding the low bg and said it was "normal" to drop low after correcting for a high bg.